Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella 2.5 device for mechanical circulatory support. While on support, bleeding from multiple points was noted. Advised to switch to plain d5 until the bleeding was under control before adding heparin back on the purge. Air in purge tubing, and impella slightly out of position was also noted. The nurse was provided with de-airing procedure to flush the tubing. No resolution provided for positioning issue.